Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.